Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported a leak occurring at the junction of the elastic portion of the primary tubing. The pt returned from the bathroom and noticed there was fluid coming out from the bottom of the IV pump. None of the fluid had gotten on the pt and the leak was caught soon enough what the pt did get almost all of his ordered medications so there was no pt harm. The nurse was able to visualize a hole in the elastic portion of the tubing just below the upper connection.